Event description:
Healthcare professional reported has reported bilateral device rupture. This record relates to the right side. The device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued e.1. Zip code: 60-573. Additional, changed, and/or corrected data: d9, e1, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the radius assessed as unidentified (tear) opening (the thickness within specification). Additional observations: crease fold observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported has reported bilateral device rupture. This record relates to the right side. The device has been explanted and replaced with non allergan device.